Event description:
We had a broken flowmeter on a draeger anesthesia machine. This resulted in a huge leak in the anesthesia breathing circuit. The anesthetist was unable to ventilate the pt until an ambu bag portable ventilator could be acquired. There was no injury to the pt, but the potential was there. We have now found out that draeger knew there was a problem several years ago, and produced a repair. We were never notified of the defect, or the availability of the repair kit. We would like some follow up on this to find out what went wrong in order to avoid future problems in communication. Dates of use: (B) (6) 2006 - (B) (6) 2010. Diagnosis: ventilator spirometer for the anesthesia machine.